Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device replacement procedure, vein occlusion was observed. The lead was abandoned and replaced. No further patient complications have been reported as a result of this event.